Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported seizure and hypoglycemia events. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing the pod on the arm for longer than 48 hours and experiencing a seizure-like event. The patient reported a history of diabetes since age 17 and denied any prior history of seizures. The event reportedly occurred while the patient was preparing for church. The spouse was in another area of the home preparing the children, while the patient was in the bathroom on the opposite side of the residence. The patient reported a sudden loss of motor control, resulting in a backward fall followed by full-body convulsions involving the head, arms, and legs. The patient remained conscious throughout the event but reported involuntary shaking and striking the head against a door. The patient attempted to stabilize, reach the door handle, and call for assistance but was initially unable to do so. After approximately three minutes, the patient was able to army crawl and call out for help. The patient reported experiencing low blood glucose at the time of the event; however, no specific glucose value was provided. The hypoglycemic episode was treated with apple juice, which resulted in symptomatic improvement. The patient stated an intention to follow up with an endocrinologist later in the week. The pod involved was confirmed to be part of a field safety notice, and the patient contacted support to report the event in relation to the affected pod lot.